Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a pressure gauge for clear passage and pressure testing with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned for evaluation; however, a photograph of it was received. No defects were observed during the photograph's inspection. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link access set was observed with no flow. The event was noted during infusion and the cause is unknown. It is unknown if there was patient involvement, there was no patient injury, medical intervention, or adverse reaction that was reported with this event. No additional information is available.